Event description:
New freestyle libre 14 day unit applied by the rn on (B)(6) 2021, the patient called on (B)(6) 2021 stating that there was an error message. Rn saw the patient on (B)(6) 2021 and the error reading was stating sensor expired but it should have lasted until 12/13/2021. That sensor was removed and a new sensor put on and it was working. They are using it to monitor for low sugars and the patient is not on diabetic medication at this time, no harm came to the patient. FDA safety report ID # (B)(4).